Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that she changed the infusion set, but the blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer declined to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.